Event description:
A malfunction alarm with code malf 12 was reported, and despite attempts to reset the pump, the issue persisted. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support aided the customer in resetting the pump, confirmed the shipping address, and arranged for a replacement pump to be sent. The customer was instructed to put the malfunctioning pump into storage mode and return it using a provided pre-paid label. In the meantime, the customer will use multiple daily injections (mdi) as a backup therapy.